Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a surgical treatment of avulsion fracture of anterior cruciate ligament, the footprint anchor was broken. All the broken pieces were removed using a punch. No significant delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers for the device. The anchor was not depicted, but the inner advancement mechanism was severely bent. A visual inspection revealed that the device was returned without the anchor and sutures. The inner advancement mechanism was severely bent. A part of the inner plug screw was still attached and had been reinserted on the device tip. It was stuck and could not be analyzed fully. There was significant debris on the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending during use, off-axis insertion, or inadequate preparation of the insertion site. No containment or corrective actions are recommended at this time.